Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area/pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicalgia, left lower quadrant pain, ectopic pregnancy and tubectomy. Current weight 226 lbs. Concurrent conditions included asthma, scoliosis, neck pain, chronic back pain, breast abscess, erythema, chills, breast pain, breast swelling, neck strain, radiculopathy, numbness, swelling nos, headache, light-headed, light sensitivity to eye, nausea, decreased appetite, blurred vision, double vision, vomiting, tingling, tooth disorder, lower respiratory tract inflammation, cough, blood streaked sputum, fever, shortness of breath, orthopnea, chest pain, abdominal pain, constipation, burning micturition and urinary frequency. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, gabapentin from (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2009, naproxen from (B)(6) 2014, nsaids from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride (roxicodone) from (B)(6) 2014, salbutamol (albuterol hfa) since 1999 and tramadol hydrochloride (ultram) from (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), flank pain ("right flank of abdomen"), headache ("headaches"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with acetylsalicylic acid ("aspirin"), caffeine, diazepam, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, headache, bladder disorder and urinary tract disorder had resolved, the vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, migraine, depression, anxiety and weight increased outcome was unknown and the flank pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test(discrepancy noted in pfs) essure insertion date provided in pfs : (B)(6) 2009. Mentioned in the case was (B)(6) 2009. Current weight 226 lbs. Discrepancy noted for removal date previously reported (B)(6) 2016 now it is (B)(6) 2016 received treatment for pain, bleeding, psych injury, bladder/urinary prob., other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache and uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " bladder or urinary problems changes" was added. Outcome of events " pains, bleedings, bladder or urinary problems changes" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicalgia, left lower quadrant pain, ectopic pregnancy and tubectomy. Current weight 226 lbs. Concurrent conditions included asthma, scoliosis, neck pain, chronic back pain, breast abscess, erythema, chills, breast pain, breast swelling, neck strain, radiculopathy, numbness, swelling nos, headache, light-headed, light sensitivity to eye, nausea, decreased appetite, blurred vision, double vision, vomiting, tingling, tooth disorder, lower respiratory tract inflammation, cough, blood streaked sputum, fever, shortness of breath, orthopnea, chest pain, abdominal pain, constipation, burning micturition and urinary frequency. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2009, naproxen from (B)(6) 2014, nsaids from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride ("oxycodone") from (B)(6) 2014, salbutamol (albuterol hfa) since 1999 and tramadol hydrochloride (ultram) from (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), flank pain ("right flank of abdomen") and headache ("headaches"). The patient was treated with acetylsalicylic acid ("aspirin"), caffeine, diazepam, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and headache had resolved, the vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, migraine, depression, anxiety and weight increased outcome was unknown and the flank pain was resolving. The reporter considered abdominal pain, anxiety, depression, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test(discrepancy noted in pfs) essure insertion date provided in pfs : (B)(6) 2009. Mentioned in the case was (B)(6) 2009. Current weight 226 lbs. Discrepancy noted for removal date previously reported (B)(6)2016 now it is (B)(6) 2016 received treatment for pain, bleeding, psych injury, bladder/urinary prob., other injuries/sympt : yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events added - abdominal pain, gen. Abnorm. Bleed, vag. Infect. Outcome of the event pelvic pain was updated. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicalgia, left lower quadrant pain, ectopic pregnancy and tubectomy. Current weight (B)(6). Concurrent conditions included asthma, scoliosis, neck pain, chronic back pain, breast abscess, erythema, chills, breast pain, breast swelling, neck strain, radiculopathy, numbness, swelling, headache, light-headed, light sensitivity to eye, nausea, decreased appetite, blurred vision, double vision, vomiting, tingling, tooth disorder, lower respiratory tract inflammation, cough, blood streaked sputum, fever, shortness of breath, orthopnea, chest pain, abdominal pain, constipation, burning micturition and urinary frequency. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from (B)(6) 2014 to (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2009, naproxen from (B)(6) 2014 to (B)(6) 2014, nsaids from (B)(6) 2009 to (B)(6) 2016, oxycodone hydrochloride (roxicodone) from (B)(6) 2014 to (B)(6) 2014, salbutamol (albuterol hfa) since 1999 and tramadol hydrochloride (ultram) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and urticaria ("rashes or skin conditions type: hives") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced flank pain ("right flank of abdomen"). The patient was treated with acetylsalicylic acid (aspirine), caffeine, diazepam, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and flank pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression, anxiety, urticaria and weight increased outcome was unknown. The reporter considered anxiety, depression, flank pain, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test(discrepancy noted in pfs). Essure insertion date provided in pfs : (B)(6) 2009. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events-" abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: urinary tract, migraines/headaches, psychological or psychiatric problems condition: depression, anxiety and mental anguish, rashes or skin conditions type: hives, weight gain, right flank of abdomen", new reporter information, patient details, concomitant drug, treatment drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.